Manufacturer narrative:
The hillrom technician found the account had ran over the power cord and the power cord needed to be replaced. The user manual instructs that power cords require inspection routinely to ensure no damage has occurred during use. The manuals also include warnings such as incorrect use or handling may result in damage to the power cord. They also instruct that if damage has occurred remove immediately, and to properly remove the power cord from the electrical outlet during transfer or movement of the device. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in april 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the that the power cord was burned. The technician found that the account ran over power cord, therefore it was burned. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).